Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve in pulmonary position underwent a valve-in-valve procedure after an implant duration of 7 years, 2 months due to stenosis. The tpvr was performed with a 26mm 9600tfx transcatheter valve. The valve was successfully implanted with no complications. The patient was taken to recovery post procedure.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve in pulmonary position underwent a valve-in-valve procedure after an implant duration of 7 years, 2 months due to stenosis. The patient presented with shortness of breath. The tpvr was successfully performed with a 26mm 9600tfx valve with no complications. The patient was taken to recovery post procedure.

Manufacturer narrative:
Added information to b5, b7, h6.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (type of investigation, investigation findings, investigation conclusions) stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including patients age at the time of implant. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.